Event description:
Additional information was received that the device was reprogrammed to resolve this event.

Event description:
During a remote follow up, post paced t- wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed. The patient was stable.